Event description:
Device malfunction: none. Symptoms/ae: dysarthia and remote lacunar infarct (stroke). Time of symptoms/ae: post carotid lica procedure. It was reported that the pt experienced dysarthia and a lacunar infarct (stroke) post carotid procedure of the left internal carotid artery. The condition resulted in prolonged hospitalization and the pt's outcome is continuing but improved. A non-contrast head CT was negative for acute changes; however, the CT scan shows small remote lacunar type infarct within the thalmic region on the right. No add'l info was available.